Event description:
Event description cpi received information that this patient was brought to the emergency room in ventricular tachycardia, and the implanted ventak prx implantable cardioverter defibrillator (ICD) was found in monitor only mode (device can sense arrhythmias but will not deliver therapy). Further review of the patient's record shows that the ICD was in monitor only mode at the previous follow-up in september, but was not re-programmed at that time. The follow-up for may shows the ICD was in monitor+therapy mode when the patient left the clinic. Note: the ventak prx physician's manual (cpi publication 352927) p. 74 states: '...patients should avoid equipment or situations where their device would be exposed to strong (>10gauss) magnetic fields.' This ICD falls under FDA safety alert FDA#n030/031-5. The physican was notified on 4/18/95.